Event description:
It was reported that after using the bilebag, the waste liquid was aspirated, but it did not come out from the discharge port.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used bile bag. Visual inspection of the sample noted filled the bile bag with 10 ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution was able to flow into the bile bag and was able to discharge out of the port. The device history record review could not be performed without a lot number. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after using the bilebag, the waste liquid was aspirated, but it did not come out from the discharge port.

Event description:
It was reported that after using the bilebag, the waste liquid was aspirated, but it did not come out from the discharge port.

Manufacturer narrative:
The reported event was confirmed manufacturing related. 1sample were confirmed to exhibit the reported failure. The device had not met specifications. The product caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used bile bag. Visual inspection of the sample noted the restricted flow rate is due to the bile bag being assembled incorrectly. A potential root cause for this failure mode could be ¿incorrect assembly operation of tube /step connector (incorrect assemble)". The device history record review could not be performed without a lot number. A labeling review was not performed because labelling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.